Event description:
A surgeon reported that during a vitrectomy procedure, air bubbles were coming out of the vitrectomy probe. Within mins of being in surgery, the bubbles stopped coming out of the probe's tip. There was no modification or apparent delay in the surgery. The case was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has been rec'd, but has not yet been evaluated. A root cause has not been identified. (B)(4).